Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A patient reported the medihoney burned and stung his skin after applied to treat an ulcerated wound. No additional information was provided after several attempts.

Event description:
N/a.

Manufacturer narrative:
Updated fields - d10, g4, g7, h2, h3, h6, h10. The medihoney tube was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Additional information received: customer described the burning sensation as "very hot like fire when put on wound". It also caused a "little bit of blood to surface". Washed off with saline solution. Used a competitor product and wound is getting better.

Event description:
N/a.